Event description:
It was reported that one day post implant during a lead revision the physician had trouble tightening the set screw on the device. It was also reported that there was an issue with possible grommet damage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the set screw was loose/detached.